Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm512.6, -11.0/3.0/179 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The lens was replaced vertically with a shorter length lens due to excessive vault on (B)(6)2023. This resolved the problem.

Manufacturer narrative:
Weight- unk, ethnicity- unk, race- unk. Claim# (B)(4).